Event description:
Further follow-up revealed that device diagnostic testing performed prior to generator replacement surgery showed elective replacement indicator yes, indicating that the generator had reached end of service. Following generator replacement surgery, the pt's seizures are well controlled and the pt has experienced no further problems. The pt's increase in seizures is most likely a result of the generator reaching end of service.

Event description:
Reporter indicated that the pt was recently hospitalized for increased selsure frequency and severity. The pt was scheduled for a device replacement due to end of the service. End of life estimation with the last known parameter indicate approximately 8 years left unitl the device reached eri (elective replacement indicator). Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect deivce performance. The relationship between the vns system and the reported event cannot be determined because the deivce was discarded after explant.